Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown placed on the implant patient suffered from periimplantitis following bone loss and implant instability. Fracture appeared after more than 13 years in situ. Report was re-submitted because the submission protocol identified an error during submission.

Event description:
Implant fracture.